Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. Primary analysis revealed no anomalies found.

Event description:
It was reported that at implant it was decided that the lead was too short for patient due to anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.